Manufacturer narrative:
Investigation summary: DHR: the non-conformances were reviewed for this batch, and there was no record of non-conformance which could contribute to the complaint verbatim reported by the customer. No sample available. There is no evidence that posiflush syringe was responsible for this reaction. A potential contributory factor maybe other medicinal products in use or administered at the time the patient¿s port was flushed. Based on the information provided, it is more probable than not that the symptoms described may be an allergic reaction; however, it is highly improbable that this reaction was produced by the normal saline in the bd posiflush product. During the period 2017-2019, there are no other adverse customer complaint trends for the complaint category of allergic reaction, apart from (B)(4) UK. There are no known allergies to normal saline, either topical or within the body. It is most likely that whatever fluid was in the IV line prior to flushing contained inadequately flushed medication or glucose from previous treatments.

Event description:
It was reported that a bd posiflush¿ xs pre-filled flush syringe was used in patient, and patient felt unwell and nausea. The nurse also reported that patient had long standing issues of experiencing pain and nausea from parenteral infusion. Patient was advised to seek advice from hospital. ¿ we have received an adverse event reported on (B)(6) 2018 and on (B)(6) 2019 to advise patient unwell; nausea. Nurse reported patient has long standing issues of experiencing pain and nausea from parenteral nutrition infusions, patient advised to seek advice from hospital; no further information obtained. ¿

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8242797. Medical device expiration date: 2021-08-31. Device manufacture date: 2018-08-30. Medical device lot #: 8270683. Medical device expiration date: 2021-08-31. Device manufacture date: 2018-09-27. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd posiflush¿ xs pre-filled flush syringe was used in patient, and patient felt unwell and nausea. The nurse also reported that patient had long standing issues of experiencing pain and nausea from parenteral infusion. Patient was advised to seek advice from hospital. Customer¿s verbatim: ¿ we have received an adverse event reported on (B)(6) 2018 and (B)(6) 2019 to advise patient unwell; nausea. Nurse reported patient has long standing issues of experiencing pain and nausea from parenteral nutrition infusions, patient advised to seek advice from hospital; no further information obtained."